Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: south africa the investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the motor speeds were unstable, the machined head was damaged, the control bar was out of position, the device showed signs of wear and corrosion, and the device was out of calibration; however, the repair has not been completed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that at unknown timing on an unknown date the dermatome experienced failure. The handpiece does not have power. It is unknown if there was harm to patient or delay to a procedure. Diligence is complete. No additional information is available. During device evaluation the motor speeds were unstable.